Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device stopped ventilating. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device logs did not find any evidence of errors or device failures. It was determined that the reported condition is normal device behavior when in spontaneous breathing modes and the subject (patient or static test lung) is not generating breathes. Therefore this claim is being closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.